Event description:
It was reported that during threshold testing following aveir implant, the echocardiogram was noted to display artifacts, resulting in difficulty differentiating between ventricular capture and loss of capture. No intervention was performed. The patient was discharged without adverse consequences.